Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Review of the device data log had no findings. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor assembly was replaced to bring delivery into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.

Event description:
Product fault did not occur while in use with a patient.

Manufacturer narrative:
Product fault did not occur while in use with a patient.